Manufacturer narrative:
Qc recovery was within the laboratory's established ranges on the dates of the event. Calibration curve performed on (B)(4) 2012 shows all levels of calibrators passing with acceptable % cvs. No errors were posted to the analyzer's event log at the time of testing. The samples were collected into 10.0 ml becton dickinson gold top serum separator tubes and centrifuged at 3,000 rpms for 10 minutes. No visible sample integrity issues were noted. A beckman coulter inc., field service engineer (fse) was dispatched to the customer site. The fse noted precision issues to be associated with pipettor # 3. The fse performed a dry/wet and a carryover testing for the assay and pipettor # 3 failed the wet portion of the ultrasonics level sense service assay. The fse replaced the pipettor # 3 transducer housing and probe tip. The fse primed the system and repeated the ultrasonic dry/wet level sense service assay and noted all pipettors to be passing within instrument specifications. Hardware verification procedures including a system check, qc, and precision testing were passing within assay's/instrument's specifications following the service visit a hardware malfunction is the likely cause of this event as the fse noted the precision issues to be associated with pipettor # 3 and replaced the transducer housing and probe tip to resolve the issues for the customer.

Event description:
A customer contacted beckman coulter inc., (bec) to report that they obtained erratic (imprecise) vitamin b12 results, both within and above the normal reference range, for 3 patients using the laboratory's unicel dxi 800 access immunoassay system. Based on customers provided data, repeat vitamin b12 results were outside the precision claims (B)(4) as stated in the assay's instruction for use (IFU). Initial results were not released outside the laboratory as all repeat testing was completed prior to release; therefore, there was no change to, or impact on, patient treatment. This report covers the event occurred on (B)(6) 2012. Report #: 2122870-2013-00003 is being submitted for the event occurred on (B)(6) 2012 at this customer site.